Event description:
During a demonstration using a pt simulator, the AED quit working and there was a burning smell.

Manufacturer narrative:
The user was asked to return the AED for evaluation.

Manufacturer narrative:
The AED was returned for evaluation. The battery, pads, and simulator used during the incident were not returned. Examination found no damage to the pads connector, battery connector, or outside of the AED. The rescue data and self-test history were downloaded and showed error codes generated during the customer's rescue simulation. When the AED was opened there was a smell of burnt electronics and examination found damaged electrical components. Investigation of the electrical components found multiple components in the charging and triggering circuits had been damaged (k301, q304, d306, d307, q303, r325, sc301, d305, q304, sc302 and d104). The severity and abnormal damage to the components are most likely due to simulator use or customer abuse. The customer may have shocked into high impedance pads, a mannequin, or an unapproved simulator.